Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=53 pmol/l /repeated on another alinity=11.2 pmol/l. Laboratory reference range for ft4=9 to 19 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I free t4 reagent lot 68902ud00. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I free t4 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68902ud00. Return testing was not performed as returns were not available. Additionally, in-house performance testing was completed which indicates the product is performing as expected. In-house testing was completed using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I free t4 reagent lot number 68902ud00.